Event description:
It was reported that the patient presented with swelling in the implantable cardioverter defibrillator pocket after implant. It was found that the swelling was due to hematoma. A pocket washout was performed. The patient was stable.